Event description:
The customer contact reported the device touchscreen does not respond to touch. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not pass the touchscreen test, the device touchscreen did not respond when pressed. This was due to corrosion on the touchscreen. The probable cause was fluid ingress. Further testing found the device did not alarm when a proximal occlusion was present. This was found to be due to corrosion on the proximal pressure pins. The proximal pressure pin was stationary, therefore it did not move with the chamber wall and did not detect pressure changes in the proximal tubing set and the device did not alarm when a proximal occlusion was present. The probable cause was fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.